Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined pacing impedance, high sensing integrity counter (sic), and undersensing. A lead fracture was suspected. The rv lead was abandoned and replaced. No patient complications have been reported as a result of this event.